Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported slda per the physician is related to patient conditions (right ventricle enlargement and leaflet tethering). Tricuspid valve insufficiency/regurgitation resulting in fatigue appears to be due to the slda of this implanted clip and expulsion (complete clip detachment) of the other implanted clip. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to a single leaflet device attachment and recurrent regurgitation. Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with functional tricuspid regurgitation (tr) grade 5. Two xtw triclips (tcds0303-xtw, 20210r1080 and 20210r1079) were successfully delivered and deployed, reducing the tr to moderate, grade 2. On (B)(6) 2024, recurrent tr was noted, and the patient expressed experiencing fatigue. On 06/18/2024, additional imaging was performed. One triclip (tcds0303-xtw, 20210r1080) had detached from the posterior leaflet, while remaining attached to the septal leaflet, a single leaflet device attachment (slda). The other triclip (tcds0303-xtw, 20210r1079) had embolized into the lower segmental branch of the right pulmonary artery leading to a medium sized occlusion. Reportedly, the occlusion did not present clinically with a pulmonary embolus. The patients symptoms are due to the recurrent, torrential tr. Reportedly, the slda and clip embolization were likely due to the right ventricle enlargement and leaflet tethering. Medical therapy is provided as treatment.

Manufacturer narrative:
The additional triclip device mentioned in b5 and d10 will be filed under a separate medwatch report number. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.